Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained relevant data from (B)(6) 2021 to (B)(6) 2021. The log file captured multiple power elevations, primarily during pulsatility index (pi) events. There were no notable alarms, and the log file appeared to show the system operating as intended. The account reported that the patient was seen in the clinical as a first follow-up following a pump exchange on (B)(6) 2021. The patient reportedly had several power elevations. The patient was reportedly asymptomatic and would be monitored as an outpatient. The elevations reportedly resolved with further interrogations and were thought to be due to the bearings burning in. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2021. The heartmate ii lvas IFU is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was thought that the elevated pump powers were caused due to the "burning in" of barriers of the new pump. The site is planning to continue to monitor the patient as an out patient and it appears that the issues reported have resolved. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic for the first hospital follow up post pump exchange. Flows are above 12 and showing at +++. Several power spikes were seen upon interrogation. A log file review was requested. During the analysis of the log file it was observed the flows were well above the normal parameters. This is usually caused by something built up on the rotor of the pump.